Event description:
The reporter (the pt's wife) alleged that the pump over delivers insulin and causes her husband's blood glucose levels to drop in the 30's.

Manufacturer narrative:
The pump has not been returned to animas for eval. While speaking to the animas cde, the reporter did not have the pump on hand for troubleshooting. The pt was advised to call animas back. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.